Event description:
Dr placed first tube and cuff deflated immediately. Placed another tube (after testing prior to insertion) and this held for a few hrs when it also deflated. A third tube was placed and worked as required. The second tube cuff was inflated with water and it was noted that water came out of the cuff.